Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that an overdischarge was confirmed. It was noted to have been the first overdischarge. A physician mode recharge (pmr) was performed but did not successfully reset the device. The patient arrived with a dead implant pulse generator (ipg) as the patient had not charged since february. An action was not taken yet but planned. It was reported that there was no power on reset (por) screen to clear and no charging screen appeared. The company representative planned to attempt another ¿triple charge¿ and decide whether the patient needs a replacement to a non-rechargeable or to see if it comes out of its sleep state. No diagnostic testing or troubleshooting was performed. It was reported that it is unknown if the issue resolved and the cause of the issue was reported to be unknown. The status of the patient was reported to be alive, no injury. The company representative met with the patient and was unable to get their spinal cord stimulator (scs) to power on reset (por) state after another ¿triple charge.¿ the records showed no activity in the recharger logs. It was decided that the patient would get a replacement to a non-rechargeable ipg in the next month or so. The patient reported that they never had any luck charging it up or using the mystim remote, despite multiple meeting attempts at the physician¿s office and telephone conversations. The company representative reported that the patient does not have therapy until their replacement and the replacement has not been scheduled yet. If additional information is received, a follow-up report will be sent.